Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: accolade ii stem; unk_shc; unk. Biolox head; unk_shc; unk. Mdm liner; unk_shc; unk. Screw 1 of 2; unk_jr; unk. Screw 2 of 2; unk_jr; unk. Stryker shell; unk_jr; unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient had all hip implants removed due to infection. All implants were removed and antibiotic spacers were implanted.